Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One catheter hub was received for evaluation. The sample was inspected, and the capillary tip was observed to be damaged. The defect from the returned sample is similar to the simulation. However, information regarding the product's usage beyond the manufacturing site remains unknown. The manufacturing process is not capable of inducing capillary tip damage, as this type of defect would be automatically detected and rejected. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow-up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
The complainant reported that a 22 gauge peripheral intravenous line (piv) catheter was placed with confirmed blood return. Blood was successfully obtained for laboratory testing at the time of placement. Upon flushing the catheter following blood collection, resistance was encountered; however, blood return remained visible. The transparent dressing was removed to better assess the insertion site. The piv site was noted to be tender, and the vein appeared compromised ("blown"). The catheter was removed. Upon inspection, the catheter tip appeared frayed.